Manufacturer narrative:
The pump was received with a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the constant motor error alarm. No other alarm was noted during testing. The pump also had minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer received a motion sensor test failure alarm on their insulin pump. Several other motion sensor test failure alarms were also found in the alarm history. The customer's blood glucose was normal and did not require medical treatment. No additional information provided.